Manufacturer narrative:
The returned (B)(6) reader was investigated. Visual inspection was performed on returned reader and observed damage to the plastic channel retaining the pins of the usb port. The damage observed to the plastic channels is likely the result of an incorrectly inserted usb cable. This leads to the pins within the usb port to be misaligned and results in the port not functioning as intended. The reader was de-cased and placed into the reader test fixture. Therefore, issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A blank/frozen screen was reported with the adc device, and the customer was unable to obtain readings. The customer experienced feeling "dizzy," and the following medications, " lanperts and umolage," were reportedly taken; however, it is unspecified if a third-party treatment was provided. No further details were provided, and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A blank/frozen screen was reported with the adc device, and the customer was unable to obtain readings. The customer experienced feeling "dizzy," and the following medications, " lanperts and umolage," were reportedly taken; however, it is unspecified if a third-party treatment was provided. No further details were provided, and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.